Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. During a lead revision procedure, the physician noted dried blood and fluid in the header of both ports. The leads were cleaned and tested through a pacing system analyzer, which noted normal lead measurements. As a result, the device was explanted and the leads remain implanted. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.